Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been having high blood glucose. Customer stated her blood glucose was 270 mg/dl after breakfast and took insulin and went for a walk and blood glucose slightly went down. Troubleshooting was done. During the troubleshooting, it was found there were lots of tiny bubbles. The customer was assisted to remove the air bubble and insulin was able to exit the tubing. The customer was assisted to perform high pressure test and test passed. No further information provided.